Event description:
It was reported that the pt and pt's mother reported increased difficulty understanding speech. Review of testing data indicates a gradual rise in ground path impedances. Pt was seen at clinic on (B)(6) 2011 for reprogramming. Pt reported improved sound quality and a slight improvement was observed in speech discrimination testing. On (B)(6) 2011, the clinic reported the pt will be re-implanted due to lack of progress and benefit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.